Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was disposed at the facility.